Manufacturer narrative:
(B)(4). Device evaluation: the report that during insertion the guide wire kinked was confirmed by visual examination of the returned sample. One guide wire / advancer assembly was returned. Visual examination of the guide wire found numerous kinks/bends on the distal (j-end) 28 cm of the guide wire. Microscopic examination confirmed that both welds appear full and spherical. Functional testing confirmed that both welds remain intact and the wire feels typical. The outside diameter and length of the guide wire were confirmed to be within specification and the wire had a typical feel. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in general medicine, the guidewire kinked. The physician feels it is too soft to advance. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.